Event description:
A healthcare facility in france reported that a pulmonary fibrosis patient died whilst using a pt101 airvo2 humidifier in the pneumology department. On the morning of the reported incident, hospital staff noted that the airvo humidifier presented an error code. Later, the patient reportedly desaturated to 54% and a high concentration mask was administered. The patient died later that night.

Manufacturer narrative:
(B)(4). Method: the alleged pt101 airvo 2 humidifier ("humidifier") was received at f&p new zealand for investigation. The returned humidifier was visually inspected for defects and functionally tested. Our investigation was based upon the information provided by the customer, an inspection of the returned humidifier and our knowledge of the product. Results: the humidifier was inspected externally and showed no signs of impact damage to the outer casing. It was observed that the humidifier was received without an inlet filter. No defects and no signs of water ingress were observed. Review of the log identified that the e192 error occurred during the reported event. An e192 error is due to noise in the oxygen sensor; the oxygen sensor test was carried out and the oxygen sensors were found to be functioning normally. Additional information from the hospital confirmed that the humidifier was found without a filter. Conclusion: based on the device analysis, additional information provided by the customer and our knowledge of the product the most likely cause of the e192 error was due to the missing inlet filter from the back of the humidifier. When an e192 error occurs the humidifier continues to provide therapy to the patient but the oxygen percentage will not be displayed on the screen. The pt101 airvo2 humidifier user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply". Additionally, the user manual also warns the user: the unit is not intended for life support. Appropriate patient monitoring must be used at all times. Loss of therapy will occur if power is lost. To ensure that oxygen enters the unit correctly, the oxygen inlet port must be fitted properly to the filter holder and the filter holder must be fitted properly to the unit.

Manufacturer narrative:
(B)(4). The alleged pt101 airvo2 humidifier has been received and is currently under investigation. We are making efforts to obtain further information from the hospital. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in france reported that a pulmonary fibrosis patient died whilst using a pt101 airvo2 humidifier in the pneumology department. On the morning of the reported incident, hospital staff noted that the airvo humidifier presented an error code. Later, the patient reportedly desaturated to 54% and a high concentration mask was administered. The patient died later that night. Following the report of the incident, a fisher & paykel healthcare (f&p) field representative in france contacted the healthcare facility to obtain further information about the reported event. We have also contacted the facility via email for further details, however, incomplete information was received and we are still awaiting more information. Based on the information provided, f&p has not yet established a correlation between the reported event and the patient's death.